Manufacturer narrative:
Patient city: (B)(6). Patient country: united states.

Event description:
Reference number: (B)(4). Event occurred in united states. It was reported that the patient faced infusion set block alarm event on unknown date. The blockage was at the site. No further information was available.